Event description:
It was reported that pump experienced malfunction with code 12 and associated fault ID, without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset process, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if issue returned, which customer acknowledged and understood.